Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on post operative check the right atrial (ra) lead was not sensing or capturing. X-ray confirmed dislodgement and the ra lead was sitting in the lower portion of the atrium not attached to anything. The ra lead was repositioned in the atrium and remains in use. No patient complications have been reported as a result of this event.